Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A chr of lot # reua0519 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that pt implanted PICC in right arm in may. After therapy, nurse draw out catheter on (B)(6) 2011. During catheter draw, nurse find 38.5 cm place, a visible split.